Event description:
It has been reported to the co that during the procedure a hole was detected in the shaft of this device. It is unk if the device was removed and replaced. There is no report of pt injury. The device is being returned for co analysis.